Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported noise and m-knob jam. The reported difficult to open or close-gripper actuation - single could not be replicated in a testing environment due to the device returned condition (clip could not open in water bath testing). The reported difficult to remove-anatomy during procedure could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported m-knob jam and noise could not be conclusively determined. A cause for the reported difficult single gripper actuation could not be conclusively determined. The reported difficult removal from anatomy appears to be related to procedural conditions (entanglement with leaflets during positioning). The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 07 january 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient, during grasping attempts the posterior gripper did not descend. Troubleshooting was preformed, by adjusting the cds unsuccessfully. Throughout troubleshooting it was noted that the m/l knob was not functioning correctly and was making a squeaking sound. The mitraclip was removed from the patient and a replacement mitraclip was successfully implanted. A second mitraclip was successfully implanted to further reduce the mr and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient, during grasping attempts the posterior gripper did not descend. Troubleshooting was preformed, by adjusting the cds unsuccessfully. Throughout troubleshooting it was noted that the m/l knob was not functioning correctly and was making a squeaking sound. The mitraclip was removed from the patient and a replacement mitraclip was successfully implanted. A second mitraclip was successfully implanted to further reduce the mr and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.